Event description:
Customer reported issues with the insulin pump. Customer states that there are cracks near the reservoir window. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Cracked reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, cracked lcd window, cracked case near lcd window corner, stained address/serial number label and missing end cap sticker.